Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited noise over-sensing which resulted in pacing inhibition and high ventricular rate (hvr) episodes. It was also noted that the rv lead exhibited elevated capture threshold. The patient was in stable condition. No intervention was performed. The patient will be further monitored.